Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard the magnet tone twice from their device. That patient stated that after the noise their chest was sore. They knew the device was there. The patient also stated there is no continuity with the device as the sound happened twice while doing laundry and there is no reasoning as to why it would go off one time and not the next. The patient noted that they have discussed this with their physician and has had a device check done. The device remains in use. No further patient complications have been reported as a result of this event.